Event description:
Complainant alleged that the device shuts off inappropriately. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
MFR has not received the device for evaluation, and this complaint is still under investigation.